Manufacturer narrative:
The handle for the psu was returned to the manufacturer for analysis. The handle was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the laser led would not light. After replacement of the laser control handle and the positioning sensor unit the system was functioning as intended. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera failed to emit laser. There was no patient present when this issue was identified.